Manufacturer narrative:
As alleged by the patient's attorney the patient developed postoperative adverse events following implant of the bard/davol composix kugel hernia patch. Patient medical records have not been provided. Based on the information provided to date, no conclusion can be made. Fistula formation and adhesions are known inherent risks of surgery and are identified in the products instructions-for-use (IFU) as possible complications. Regarding infection, the warnings section of the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may have to be removed. An unresolved infection, however, may require removal of the prosthesis." This MDR represents the bard/davol mesh - composix kugel (device #2). An additional MDR was submitted to represent the bard/davol mesh - composix kugel (device #1). Should additional information be provided a supplemental MDR will be submitted. Remains implanted.

Event description:
The following was alleged per patient's attorney: (B)(6) 2007 - the patient underwent hypogastric major hernia surgery with the implant of a bard/davol composix kugel hernia patch (device #1) and fixated with a non-bard/davol device. (B)(6) 2009 - the patient returned to the hospital after 2 years for hernia recurrence at the level of the previous hernia prosthetic. The patient underwent surgical intervention with replacement of another bard/davol composix kugel hernia patch (device #2),along with alloplasty surgery intraperitoneal for evidence of right median and subcostal parietal defects of about 10 cm and multi-loculated. The patient was discharged, with a clinical picture characterized by persistence of abdominal pain and difficulty in intestinal transit. (B)(6) 2011 - the patient was hospitalized due to intestinal sub-occlusion and adherence. Between 2009 to 2014 the patient experienced right groin pain as well as various sub-occlusive crises. (B)(6) 2014 - the patient was again hospitalized for an enteric fistulous pathology and infection of the intraperitoneal prosthesis. The patient underwent a third surgery due to an incarcerated ileal loop (next to the ileocecal valve) with need for ileostomy. The infected prosthetic was partially "removed from the muscular peritoneum for almost all of its entirety" (device #1) and a non-bard/davol patch was implanted. After about a year, the patient was hospitalized for drainage of parietal abscess in the abdominal wall and ento-entero-anastomosis to restore intestinal continuity. The patient required hyperbaric oxygen therapy and drainage of the abscess with wound-vac. The patient consulted with a different facility with a diagnosis of "infectious state certainly maintained by the non-absorbable residual network¿ and was recommended antibiotic therapy and washing of the cavity abscess with physiological and antibiotics twice a week, vac therapy. As a last resort, surgery to remove the prosthesis both on the right and left side, including any residues and possible closure of the incision followed a long clinical-treatment process due to the permanence of local irritative-inflammatory phenomenon and secreting granulomatous area along the post-surgical scar was suggested.